Event description:
It was reported the manufacturer representative tried to program a new implantable neurostimulator (ins) in the box intraoperatively, before the implant, and received an error message. The error message stated "the entered value cannot be used with the existing settings.' Reportedly, the ins could not be programmed to even one volt and the representative verified they were not programming in 'current mode.' The ins was not used and it was reported the representative used a different new ins which programmed 'fine.' Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed the following: "testing was done to check to see if the oor (out of regulation) warning was working properly. As received the ins had one program set to constant current mode. To test the constant current mode, specific parameter settings and impedances were required to confirm proper function. Testing of the constant current mode was compared to a known good device as well as to what was done in design verification testing. An 8840 clinician programmer was used to increase the amplitude at the specified load impedances until the oor warning message occurred. The following tests and results were obtained: returned device: battery @ 3.600 volts rate = 250pps, pulse width = 450us at a load of 300 ohms oor occurred at an amplitude of 14.4 ma. At a load of 1500 ohms oor occurred at an amplitude of 4.0 ma. Known good device: battery @ 3.600 volts rate = 250pps, pulse width = 450us at a load of 300 ohms oor occurred at an amplitude of 14.3 ma. At a load of 1500 ohms oor occurred at an amplitude of 3.8 ma. Returned device: battery @ 4.040 volts rate = 250pps, pulse width = 450us at a load of 300 ohms oor occurred at an amplitude of 16.8 ma. At a load of 1500 ohms oor occurred at an amplitude of 4.5 ma. Known good device: battery @ 4.010 volts rate = 250pps, pulse width = 450us at a load of 300 ohms oor occurred at an amplitude of 16.3 ma. At a load of 1500 ohms oor occurred at an amplitude of 4.2 ma. Testing of the constant current mode showed the explanted ins functioned similarly as the known good device and was consistant with dvt design testing. No anomalies were found with the returned ins."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.